Event description:
It was reported that patient experienced an infusion set adhesive failure on (b)(6) 2026, where the tape is not sticking.

Manufacturer narrative:
E1: Patient city: (b)(6)Patient Country: Poland (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545